Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call the reservoir alarmed motor error and no delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s spouse stated that the reservoir would alarm no delivery while asleep. The customer¿s spouse declined troubleshooting. Customer's spouse also reported that the reservoir had air bubbles. The reservoir is being replaced is not returned for analysis.